Event description:
The plaintiff's attorney alleged that the decedent experienced a unspecified injury on or about (B)(6) 2005 and subsequently expired after the use of the product.

Manufacturer narrative:
Additional information was received from the plaintiff's attorney regarding the date of event onset; however, there is a discrepancy as the event date provided in the additional information is three days prior to the date that was initially reported. Additional information asking for clarification regarding the date of event onset (as well as the date of death) has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event. The associated MFR report numbers are 1225714-2014-13780 and 1225714-2014-13781.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.